Event description:
It was reported that increase in capture threshold and decrease in sensing was observed during device check. Patient did not experience any symptoms. The lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable post-procedure.